Event description:
It was reported that this pacemaker has depleted from 5.5 years down to 6 months battery remaining in a span of 2 months during device check up. Boston scientific technical services (ts) discussed the power usage was 101 percent and currently the power usage is 105 percent. Ts further discussed the battery check will be done every 21 hours. As of this time, this pacemaker remains in service. No adverse patient effects were reported.